Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device failed for run-on. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
It was confirmed the device ran on its own by the service technician through functional evaluation. Upon disassembly, the technician found the rear motor assembly was corroded.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device failed for run-on. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.